Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number. (B)(6).

Event description:
A medsun mandatory medwatch report ((B)(4)) was received which stated: "leaking was coming from spiros device at end of IV tubing." The event involved a spiros®, closed male luer w/red cap, 10 units. The event occurred at the outpatient treatment facility. The intended original procedure is chemotherapy administration and it occurred at an outpatient treatment facility. Additionally, it was reported it was not noticed upon priming and was used with a baxter sigma pump. There was patient involvement, however, no harm was reported as a consequence of this event.